Event description:
1 reported false positive flu b result for 1 patient. Unknown if the patient was symptomatic or not. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also reported 3 additional patient event which are captured in a separate report. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: email.